Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had to use a wheel chair to ambulate approximately two months prior to the revision procedure. It was also noted that patient was unable to work at her job.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tibial component stemmed cat#: 00598004701, lot#: 61926754, nexgen articular surface cat#: 00596404017, lot#: 60422029, nexgen femoral component cat#: 00599601652, lot#: 62142378 , all poly patella standard cat#: 00599601652, lot#: 62142378, palacos r and g bone cement cat# : 00111314001, lot #: 75774318. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03901 - 2, 0001822565-2017-03902-2, 0001822565-2017-07727, 0001822565 - 2017 - 03900 - 2, 0002648920 - 2017 - 00686. Product location is unknown.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient allegedly experienced pain and the implant "falling apart" approximately three years post-implantation. Subsequently, the patient underwent a revision procedure due to instability and tibial loosening. During the revision procedure, the surgeon noted that the tibial component had significant implant-cement debonding on the underside. The femoral component, tibial tray and polyethylene bearing were removed and replaced with competitor products. The patella remained implanted as the surgeon noted it was well fixed. No additional patient consequences were reported.

Manufacturer narrative:
The product was evaluated through manufacturing records and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the primary operative notes indicates that the patient was suffering from osteoarthritis of right knee. No intraoperative complications were noted during the procedure. Review of the revision operative notes indicates that the surgeon debrided scar and synovial tissue from the medial and lateral gutters. Additionally, it was found that the tibial component was loose and that the tibial implant cement joint was not bonded properly. Per the package insert, joint instability and loosening are known potential adverse effects of total knee arthroplasty. However, a root cause could not be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.